Manufacturer narrative:
The handpiece has been rec'd at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the motor housing was bad. The bearings, motor, along with other components, were replaced. The IFU states to test all moving parts for free movements prior to every use.

Event description:
It was reported that the device would not run when the bur was loaded, causing a 40 minute delay in the surgical procedure while back up device was obtained from another hospital. There was no adverse consequences reported and the surgery was completed successfully.